Manufacturer narrative:
(B)(4). Batch # p57d29. Device evaluation: the analysis results found that the cdh29a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When the stapling was performed on just "part of the rectum", was the staple line incomplete (missing staples)? What was the staple formation (unformed, malformed, straight legs, etc.)? When the tissue was "torn off", what was done to repair the tissue? How was the procedure completed? How long was the procedure lengthened by? Were there any patient consequences as a result of the event? If yes, please describe.

Event description:
It was reported that during a tumor resection procedure, the circular stapling has been performed on a part of the rectum but when removing the device, the tissues have been torn off. The procedure was lengthened. There were no patient consequences reported.